Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report is for a report of the patient having the drain line submerged in the drain vessel. This report cannot be confirmed in the lab due to a lack of sample. Per the report, the root cause is user error/ mis-use. This review found the labeling adequate for the user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting with baxter's technical service center for a low drain volume alarm, the home patient stated the drain line was in a bucket and was touching the fluid. The technical service representative (tsr) had the hp pull back the drain line and restart the drain. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance contacted the home patient (hp) regarding the reported problem. The hp has continued therapy; no injury or medical intervention was reported as a result of this use error incident.